Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Results: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review was not conducted because a lot number could not be determined. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect.

Event description:
It was reported that a nurse may have received a needle stick after fumbling a new and unused bd autoshield¿ duo pen needle, the nurse is unsure if she was stuck by the unused needle, as she described "felt a small prick or graze on her finger". The nurse received post-exposure lab work, because her patient was (B)(6).